Manufacturer narrative:
The event date was approximated to (B)(6) 2015, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a procedure performed on (B)(6) 2015. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a total vaginal hysterectomy (tvh), sacrospinous ligament fixation (sslf) and anterior repair procedure performed on (B)(6) 2015. On (B)(6) 2018, during the appointment, the patient mentioned that she and her husband experienced pain and felt uncomfortable due to mesh especially during intercourse. When the patient was examined, it was observed that there was an obvious perineal bulging and a palpable "arch" of mesh in the anterior vagina that was noted to be tight and painful on palpation. The patient tried physical therapy, however, it had not helped her. So the patient and the physician have planned to proceed with partial removal of the mesh to release the tension and followed by pelvic floor rehabilitation in the physician's office. On (B)(6) 2018, the patient stated that she had pelvic pain for many years following the procedure. On examination, she had a bilateral banding at the apex of the vagina and down about 2cm in the introitus. The plan was to transect these bands for a minimally invasive approach followed by pelvic floor therapy. The patient had undergone transection of vaginal mesh procedure. During the procedure, the superior band was grasped the patient's right side and was dissected. It was a difficult dissection secondary to this being at the apex of the vagina. However, the physician was able to get to the band successfully and then excise it. There was some venous bleeding that was controlled with thrombin and pressure. This area was then closed with good hemostasis noted. Attention was directed to the inferior band and this was cut on the patient's left side. After opening the vagina, the tight portion of the mesh was cut at this point. Moreover, no mesh was excised, it was just the excision of the bands. Post-operatively, the examination revealed the relaxation of these bands and the patient was in stable condition at the recovery room. On (B)(6) 2018, the patient had an appointment for her urostym/ neuromuscular retraining for pelvic floor dysfunction (pfd). The patient stated that she only had pain during intercourse and she has not been sexually active since surgery. She was given with a set of pelvic floor exercises that was recommended based on anorectal manometry result. The patient was instructed to do the following set of pelvic floor exercises 4 times daily: number of contractions: 6, hold for a duration of 3 seconds, and with 50% of strength. Also, she had to dedicate at least 15 minutes daily to focused relaxation or meditation, and exercise to enhance her therapy outcome. On (B)(6) 2018, the patient had an appointment again for her urostym/ neuromuscular retraining for pelvic floor dysfunction (pfd). She still noted that having intercourse was so painful that she wanted to avoid it, and had not returned to intercourse since the mesh removal. Moreover, the patient continues to be in sore and had not resume intercourse with her partner since starting the therapy. She was given with a set of pelvic floor exercises that was recommended based on anorectal manometry result. The patient was instructed to do the following set of pelvic floor exercises 4 times daily: number of contractions: 4, hold for a duration of 4 seconds, and with 50% of strength. Also, she had to dedicate at least 15 minutes daily to focused relaxation or meditation, and exercise to enhance her therapy outcome. On (B)(6) 2018, the patient had an appointment for her urostym/ neuromuscular retraining for pelvic floor dysfunction (pfd). She mentioned that she had mild improvement since her second surgery and urostym. The patient also stated that she had intercourse with her husband and it was painful but not as it was prior to her mesh removal. She was still given with a set of pelvic floor exercises that was recommended based on anorectal manometry result. The patient was instructed to do the following set of pelvic floor exercises 4 times daily: number of contractions: 5, hold for a duration of 5 seconds, and with 50% of strength. Also, she had to dedicate at least 15 minutes daily to focused relaxation or meditation, and exercise to enhance her therapy outcome. On (B)(6) 2018, the patient had an appointment again for her urostym/ neuromuscular retraining for pelvic floor dysfunction (pfd). She stated that there was a progress in reduction of painful sexual intercourse after the mesh removal. Pain was only present with intercourse and was less severe since starting the therapy. The patient was still given with a set of pelvic floor exercises that was recommended based on anorectal manometry result. The patient was instructed to do the following set of pelvic floor exercises 4 times daily: number of contractions, hold for a duration of 7 seconds, and with 50% of strength. Also, she had to dedicate at least 15 minutes daily to focused relaxation or meditation, and exercise to enhance her therapy outcome. Lastly, on (B)(6) 2018, the patient had an appointment for her urostym/ neuromuscular retraining for pelvic floor dysfunction (pfd). Since the surgical revision for partial mesh removal and urostym therapy, the patient had expressed that she had near pain free intercourse. She mentioned that she no longer avoids intercourse due to pain and she was happy with the results obtained with urostym therapy. During the assessment, the patient still experienced pelvic floor dysfunction (pfd) and muscle spasm. As for the treatment, she was given with a set of pelvic floor exercises that was recommended based on anorectal manometry result. The patient was instructed to do the following set of pelvic floor exercises 4 times daily: number of contractions: 7, hold for a duration of 10 seconds, and with 50% of strength. Also, she had to dedicate at least 15 minutes daily to focused relaxation or meditation, and exercise to enhance her therapy outcome.

Manufacturer narrative:
Block a4: patient's weight: 96.62 kg. Block e1: this event was reported by the patient's legal representation. The surgeon is: (B)(6). Block h6: patient codes e2101, e0506, e2330 and e1405 capture the reportable events of mesh banding, venous bleeding, pelvic pain, and dyspareunia, respectively. Impact codes f19 and f2303 capture the reportable events of transection of vaginal mesh and thrombin for venous bleeding. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.